Event description:
It was reported that during a lobectomy procedure, the doctor felt that the device was hard to fire. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.